Event description:
Treatment of an aneurysm. It was reported that during pipeline deployment, a balloon was required to open the middle section of the pipeline. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).